Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all cubie pockets were not detected on the bus. A field service engineer reseated the pyxibus drawer cable and checked firmware version. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system cubie drawer was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.